Manufacturer narrative:
The device remains implanted pending a replacement procedure. This report will be updated when additional information is received. The explanted device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a red warning screen during a routine device check. A reset was performed, then a normal interrogation was performed with no other issues observed. Device data was submitted to technical services for review. Upon review, the logfiles showed the device had performed several resets and errors within the past months. Device data showed the device had been beeping for some time. Engineering review of the data found that from september to november 2018 the device was detecting memory errors and resetting as a result. This occurred 10 times. The device also detected some memory corruption. The last reset had occurred on (B)(6) 2018. However, upon connection at this follow-up, the programmer recorded an rd error, which means there was an error which occurred in the device in the 60 minutes prior to the connection. As the corruption appeared to be repeating, and the full scope of the corruption cannot be determined from the available data, device replacement was recommended. No adverse patient effects were reported. Additional information was received. This device was explanted and replaced three months later. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted pending a replacement procedure. This report will be updated when additional information is received. The explanted device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory revealed multiple errors and resets had occurred in september 2018. It was noted the pattern of errors and resets was repeated every few days, and stopped after a full energy charge occurred on (B)(6) 2018. This is consistent with what engineering had learned from the device data before the explant procedure. Despite extensive testing, the cause of the memory corruption could not be determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a red warning screen during a routine device check. A reset was performed, then a normal interrogation was performed with no other issues observed. Device data was submitted to technical services for review. Upon review, the log files showed the device had performed several resets and errors within the past months. Device data showed the device had been beeping for some time. Engineering review of the data found that from september to november 2018 the device was detecting memory errors and resetting as a result. This occurred 10 times. The device also detected some memory corruption. The last reset had occurred on (B)(6) 2018. However, upon connection at this follow-up, the programmer recorded an rd error, which means there was an error which occurred in the device in the 60 minutes prior to the connection. As the corruption appeared to be repeating, and the full scope of the corruption cannot be determined from the available data, device replacement was recommended. No adverse patient effects were reported. Additional information was received. This device was explanted and replaced three months later. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted pending a replacement procedure. This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a red warning screen during a routine device check. A reset was performed, then a normal interrogation was performed with no other issues observed. Device data was submitted to technical services for review. Upon review, the log files showed the device had performed several resets and errors within the past months. Device data showed the device had been beeping for some time. Engineering review of the data found that from september to november 2018 the device was detecting memory errors and resetting as a result. This occurred 10 times. The device also detected some memory corruption. The last reset had occurred on november 6, 2018. However, upon connection at this follow-up, the programmer recorded an rd error, which means there was an error which occurred in the device in the 60 minutes prior to the connection. As the corruption appeared to be repeating, and the full scope of the corruption cannot be determined from the available data, device replacement was recommended. No adverse patient effects were reported.